Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated pump failure and delivery failure had occurred. No event date was specified. The patient experienced withdrawal and spasticity. Explant surgery was pending to be performed in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. For a couple years (since year 2012 per reporter), the patient experienced feeling like the pump was making the patient have urinary retention, hallucinations, and constipation/bowel issues. The pump dose was being decreased and the patient was getting better. As of (B)(6) 2015, the pump was programmed to deliver a dose of 225 mcg/day. Regarding the type of baclofen used, gablofen was utilized instead of lioresal and the reporter believed that may have been when the patient's issues began. The old medication of lioresal concentration was 2000 mcg/ml; this reporter was not aware of the doses. The current medication gablofen concentration was 2000 mcg/ml. Lioresal is a suspect medication as therapy start/stop dates for both lioresal and gablofen were not reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. In or about (B)(6) 2004, a physician performed surgery and implanted a pump into the patient's abdomen. The pump was implanted to supply baclofen as treatment for severe muscle spasms. The pump's IFU (indication for use) was listed as intractable spasticity and spinal cord injury/disease. Beginning in (B)(6) 2013 and continuing through the present, the patient experienced constant and severe side effects from the pump. The side effects include but are not limited to: stomach pains, constipation, urinary difficulty, leg spasms, anxiety, pruritus, sharp leg pain, depression, headaches, hallucinations and overall weakness. The reporter did not provide the type of baclofen, dose, concentration, lot number, or therapy dates. The reporter did not provide any information regarding diagnostic testing or actions/interventions performed to the pump and/or patient. The reporter did not provide other medications the patient was taking at the time of the event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.